Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap myomectomy, the blade was broken off into the patient. The broken piece was retrieved from the patient with a forceps via a trocar, after it was confirmed with x-ray. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.